Event description:
See section h, number 3 for investigation updates.

Event description:
See h6 for investigation results.

Event description:
The company was made aware on (B)(6) 2021 that a patient¿s neurostimulator (ipg) was replaced for a battery issue.